Event description:
It was reported that first responders were called to treat a down (B) (6) female pt. Device user connected a 3rd party pad pro electrodes to the device and was under the impression that the device would stop alarming "connect electrodes" once electrodes were connected to device. The device stops the "connect electrodes" alarm when the electrodes are connected to a pt and device detects impedance. User trouble shot the issue for approximately two minutes before switching the electrodes to medtronic electrodes. The medtronic electrodes were connected to the pt before attaching to the device so that there was no "connect electrodes" message present and the pt was detected. The device analyzed the pt rhythm and found a non-shockable rhythm to advice start of CPR. Medics arrived approximately two minutes later and continued pt care. The approximate pt down time and other details on the incident is not known. The pt was not revived.

Manufacturer narrative:
(B) (4). The incident record was downloaded and a clinical specialist reviewed the available information. It was determined that there was insufficient data available to determine the impact of device use. The pt rhythm was unk during use of the first set of electrode pads and two minutes later, the device detected a non-shockable rhythm. Physio evaluated the device and was unable to verify the reported issue and observed proper device operation through functional and performance testing. The device was returned to customer and physio educated customer on proper device operation and the "connect electrodes" message.